Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 250 mg/dl to 519 mg/dl with an unknown cause. Bg was treated via manual injections, complete supply change, and bolusing. Reportedly, the cartridge was in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer was instructed to consult with the healthcare provider regarding bg level.